Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The sl360 multi-implant system (part# 74-0004, lot# 867840) was visually evaluated. The system showed signs of use, as the metal band had been inserted up through the tensioning tower and locked at step one of the procedure. A pin was missing from the parts that were returned, which would insert into the hole of the metal band near the plate and attach the band to the locking mechanism. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. The most likely underlying cause of the complaint cannot be determined as the pin was not returned therefore it could not be evaluated for defects or damage. The metal band was cut following this failure to remove the implant from the patient. Root cause was unable to be determined.the instructions for use (IFU) for this device provides instructions on how to properly use the tensioner, in the section titled 'tensioner': · a tensioner is provided pre-assembled on each implant.· directions for use of the tensioner once the cercalge band has been passed through the tensioner and the sternal halves have been approximated as close as possible:step 1: push thumb lock up to hold initial tension of the band.a summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the sternalock 360 band on one of the four-hole plates separated from the lock. The lock was still secured in the tensioner. The band detached in the early part of tensioning the band. The surgeon pulled a little bit of tension on the band and moved to the middle and inferior tensioner. The sternal halves were not fully together yet. The affected device was on the manubrium. This one was removed and the lower two implants stayed in place. This caused a delay of thirty to forty-five minutes. No additional patient consequences were reported.